Manufacturer narrative:
(B)(4) . The customer support engineer (cse) evaluated the ventilator and the reported issue was verified. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and this resolved the reported issue. The current software was then downloaded and the ventilator passed all testing.

Event description:
It was reported that when a ventilator was powered on, the display was blank and smoke was emitting from the graphic user interface (gui). The ventilator was not being used on a patient at the time of the event. There is no report of serious injury or death associated with this event.